Manufacturer narrative:
One suture segment was received for evaluation, approximately 0.4" in length. The suture segment remained flexible and intact during manipulation; there was no indication of brittleness of degradation as would be expected in angio-seal suture explanted from a patient in the subject timeframe. The returned suture was compared to unused angio-seal suture: although both were of similar size and construction the number of strands in the returned suture were considerable greater than in the angio-seal suture. The overall condition and construction suggests that the returned suture was not from an angio-seal device. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that a 6f angio-seal vip was deployed post percutaneous procedure. Twenty one weeks later, the patient returned to the hospital with complaints of a pea sized red bump under the skin with a hard black dot present at the puncture site. The patient underwent a procedure, and extraction was performed. The patient was placed on antibiotic therapy following the extraction. Follow up with the patient, resulted in no further complications. The physician alleged that the excised specimen was bondex suture. The patient was taking medications of acetaminophen, oxycontin, cozaar, humulin, novolin, lente lletin, and esidrix.